Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 442 mg/dl while wearing the pod for longer than 48 hours. Patient states that the something was poking and it hurt, cannula dislodged from the infusion site (abdomen). The skin was red and there was a little bump that is swollen. As treatment, they gave a correction dose. Recent setting changes was made to the patient¿s basal rate on friday, (B)(6) from 0.60-0.75 units. Patient had small ketones. Patient¿s history: 5:08am was 276 mg/dl, 11:00am was 368 mg/dl, 12:22pm was 291 mg/dl, 3:01pm was 366 mg/dl, 5:27pm was 208 mg/dl, 7:54pm was 442 mg/dl.